Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that foreign matter was found on the tip of the bd saf-t-intima¿ IV catheter safety system before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the catheter which stays in the patient for a short term infusion has a plastic bleb at the tip end. It is clean and has not been used on a patient and is a 22 gage cath. They found a 24 gage with the same issue but have unfortunately disposed of it."

Event description:
It was reported that foreign matter was found on the tip of the bd saf-t-intima¿ IV catheter safety system before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the catheter which stays in the patient for a short term infusion has a plastic bleb at the tip end. It is clean and has not been used on a patient and is a 22 gage cath. They found a 24 gage with the same issue but have unfortunately disposed of it."

Manufacturer narrative:
H6: investigation summary: to aid in the investigation of this incident, one physical sample was provided for evaluation by our quality engineer team. Through examination of the sample, matter was detected on the product tip. The material was determined to be silicone from the manufacturing process. Silicone is applied to the finished product to aid in the insertion of the device by the end user. The silicone used is a medical grade silicone. Cytotoxicity testing has been performed as part of the design control process and the testing revealed that the silicone lubricant has no impact to the customer. Product quality is evaluated during the manufacturing process, with attention to signs of excess silicone lubricant. Based on the investigative results, further action has not been determined necessary at this time as the silicone is a normal part of the manufacturing process. Our quality team will continue to closely monitor the production process for signs of excessive lubricant or foreign matter introduction or any signs of emerging trends.